Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896415 and gd896399 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized and treated with gentamicin and cefazolin (dosages, route, and frequencies not reported) for the event. The patient was discharged from the hospital the next day and eventually recovered from the peritonitis. Dianeal therapy was discontinued due to the peritonitis and the patient was placed on hemodialysis. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.